Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to elevated blood glucose levels and cancer. The cause of death was diabetic ketoacidosis and esophageal cancer. The caller stated that the customer had multiple health issues that may have led to the customer's passing. The customer¿s blood glucose was 1004 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of admission. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.